Manufacturer narrative:
Additonal information: d10. One medfusion 3500 pump was returned for analysis due to a motor rate error. The history log did show that the error occurred. An occlusion test was performed and the issue was confirmed. The issue was due to a combination of the old style motor bracket, worm coupling, leadscrew and clutch halves were found old, dirty and worn out. The issue was due to normal wear as the pump was over 14 years old. Faulty components were replaced and the device passed functional testing.

Event description:
Information was received that during testing, a smiths medical medfusion syringe pump had motor rate error. No patient involvement.